Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4). (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 819 mg/dl with chest pain, abdominal pain, dehydration, vomiting, blurred vision. The patient was reportedly admitted to the hospital and treated with intravenous insulin and other undefined medical treatment. The health care provider ordered multiple diagnostic tests for the patient during the hospitalization, all of which were negative according to the reporter. The reporter alleged the insulin pump alarmed for loss of prime/no delivery the day prior the hospitalization. The patient reportedly did not respond to the loss of prime alarm as instructed in the instructions for use. This complaint is being reported because the patient reportedly experienced serious injury requiring hospitalization while on insulin pump therapy associated with a training/misuse issue.

Manufacturer narrative:
Follow up #1: it was confirmed through additional due diligence contact with the reporter that the patient did not respond to an empty cartridge alarm which then led to a loss of prime. The patient was without insulin delivery by the pump for approximately five hours due to not responding to the pump alarm. The patient then gave themselves an insulin bolus via the insulin pump.